Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was received emergency medical services and hospitalize for low blood glucose on (B)(6) 2020. Blood glucose reading was 105 mg/dl. The customer stated they became unconscious from their low blood glucose. The customer performed self test and it was passed. The customer was treated with glucose tablet at the hospital. Troubleshooting for the customers low blood glucose was declined. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was active at the time of incident. The insulin pump will be returned for analysis.